Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument data, the fse did not find an instrument malfunction. The sample had been rerun on the same instrument and had resulted as expected. The fse advised the customer to proactively switch to a different integrated multisensor technology (imt) sensor lot, which the customer did. The cause of the discordant, falsely low sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted higher. It is unknown if the rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.